Event description:
Additional information received identified the patient had his scs ipg explanted and replaced. Follow-up identified the reported issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg has not been charged for a long period of time and may be inoperable. A sjm representative met with the patient and confirmed the patient's ipg is inoperable as it does not communicate with external devices. The patient stated he did not use or charge his ipg for approximately 90 days when recovering from hip surgery. Surgical intervention is planned for a later date to address the issue.